Event description:
Device in use on ulnar nerve set at 80ma all the time during procedures. Observed that pt was burned at the site of the electrodes, one site leaving two black dots, the other site a small blister. Unit taken out of service and found to be operating correctly by biomedical engineering.